Manufacturer narrative:
Corrected data: date of event.

Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records verified that the lot met release requirements. The device was not returned. Consequently, a direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no further investigation is possible. All information has been placed on file for use in tracking and trending. Corrected data: results code 1. Conclusion code 1.

Manufacturer narrative:
Corrected data: date of event.

Manufacturer narrative:
The investigation is ongoing. See medwatch #2017233-2019-00335 regarding 1st device.

Event description:
On (B)(6) 2019, the patient underwent endovascular procedure using two gore® viabahn® vbx balloon expandable endoprostheses to repair occlusion of the bilateral common iliac arteries. It was reported that the common iliac arteries were highly calcified, and that the devices were implanted by kissing stent technique with no issues. The patient tolerated the procedure. On (B)(6) 2019, a post-operative follow-up imaging revealed that both devices were compressed distally with the devices almost occluded. The physician reported that manual massage on lower abdomen might have attributed to the device compression. On (B)(6) 2019, poba was performed to repair the compression with no reported issues. The patient tolerated the re-intervention.